Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's father reports that the pump delivery decreases once the cartridge has 15-20% of the insulin left, customer¿s readings go up. Customer¿s father advised the delivery issue was first noticed a year ago. No adverse event alleged. A request was made for the return of the device.